Manufacturer narrative:
Investigation summary: DHR: no similar qn was raised for the batch. No abnormality observed that could have influenced the issue for the batch. Since no samples displaying the condition reported are available for examination, we were unable to fully verify this incident. While we were not able to confirm your report, a trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, improvements to the catheter material and the design of the device are in the process of being implemented. CAPA 81917. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that an unspecified number of neoflon yel 24ga IV cannula caused a serious injury in the form of a change in treatment. The following information was provided by the initial reporter: attempted cannulation of infant patient known difficult IV access needle had difficulty piercing skin when needle pierced skin the plastic cannula would not pass through the skin and buckled up along the needle shaft this was very uncomfortable for the patient and resulted in the attempt being unsuccessful no further attempts at cannulation will need escalation +/- general anaesthetic for long line. This incident occurred at a pediatric medical center.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of neoflon yel 24ga IV cannula caused a serious injury in the form of a change in treatment. The following information was provided by the initial reporter: attempted cannulation of infant patient. Known difficult IV access. Needle had difficulty piercing skin. When needle pierced skin the plastic cannula would not pass through the skin and buckled up along the needle shaft. This was very uncomfortable for the patient and resulted in the attempt being unsuccessful. No further attempts at cannulation. Will need escalation +/- general anaesthetic for long line. This incident occurred at a pediatric medical center.